Event description:
It was reported that prior to starting a da vinci surgical procedure, the customer noted that the cable of the tenaculum forceps instrument was broken. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch up cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were undamaged. No other damage was found.